Event description:
Pt reported obtaining elevated blood glucose results (> 300 mg/dl), while using the suspect device. A reference blood glucose value was not provided. No pt injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.